Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. There were no consequences to the patient.